Event description:
It was reported that during a CT scan the device experienced a power on reset and required reprogramming. The power on reset also caused the patient discomfort due to diaphragmatic stimulation. Symptoms resolved after device was reprogrammed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.